Event description:
A report was received that the patient had not had a bowel movement since being implanted. The patient was hospitalized, and given IV fluids along with anxiety medication. The patient had servere constipation related to the anesthesia. The patient was released from the hospital and is reportedly doing well.